Manufacturer narrative:
The service history of the instrument shows that a solenoid valve was replaced shortly after the issue. There were no further issues after the valve was replaced.

Manufacturer narrative:
Na.

Event description:
The customer stated that they received erroneous results for three patient samples tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module. The erroneous results were reported outside of the laboratory. The first patient sample resulted with a ft4 value of > 100 pmol/l and the patient's doctor called the laboratory questioning the value. A new sample collected from this patient resulted with a ft4 value of 17 pmol/l on (B)(6) 2019. The customer then determined that a sample for the second patient resulted with a ft4 value of > 100 mu/l and this did not agree with the patient's clinical history as all previous values from this patient had been below 20 pmol/l. The third patient sample initially resulted with a ft4 value of 2.6 pmol/l, which repeated as 4.93 pmol/l. No adverse events were alleged to have occurred with the patients. The ft4 reagent lot number was 380330. The reagent expiration date was asked for, but not provided. Controls were within range on the day of the event. Upon review of calibration data, there was a 10% drop in signal recovery for the last calibration that was performed in comparison to previous calibrations. Abnormal low signal and system reagent short alarms occurred on the day of the event. Contamination was observed in a system reagent syringe.